Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a procedure of bronchoscopy using the subject device, the opaque tip of the guide sheath fell out into the body during the approach with the guiding device. Afterwards, the fragment was retrieved using biopsy forceps. The procedure was completed by scraping with a cytology brush. There was an astringent sensation during the procedure. The cause was unknown as the surgeon is used to using it on a regular basis. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The guide sheath had the x-ray opaque chip removed. The tip of the tube was deformed into an elliptical shape. From the fixing marks of the x-ray opaque tip remaining on the tube, it was confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. When the appearance of the x-ray opaque chip was checked, there was no deformation or crushing. There were no other abnormalities that could lead to the event you pointed out. No abnormalities found from the DHR with the lot number of the following items which relate to the reported event. Insertion position of the tip. Outer diameter of the distal molding part. Appearance of guide sheath. It is possible that the x-ray opaque chip has fallen off by the following mechanism depending on the condition of the actual product and the situation when a problem occurs. When the inductor was inserted, the tip of the inductor was in a bent state. The inductor joint was caught on the x-ray opaque tip. The actuator was moved forward and backward while the joint of the inductor was caught by the x-ray opaque tip, and the guide sheath was pulled in the pulling direction. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. While advancing and retreating the inductor, the x-ray opaque chip came off the tube and fell off. However, the cause could not be identified. The above device handling has warned in the instruction manual.